Event description:
It was reported that a pta balloon ruptured at rated burst pressure. During removal, the balloon became lodged within the introducer sheath. Both were removed simultaneously from the patient without further complications. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The same has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.